Manufacturer narrative:
This report is submitted on 25 may 2020.

Manufacturer narrative:
This report is submitted on march 23, 2020.

Event description:
Per the clinic, the device was explanted on (B)(6) 2020, due to an infection and loss of connection to the internal device. The patient was not reimplanted, as of the date of this report.